Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired and the fiber cap detached at 35,662 joules. No patient injury was reported.